Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient was implanted with an impella cp which was supported by an automated impella controller (aic) that exhibited continuous priming. The purge kept priming and could not stop so the aic was exchanged to resolve the issue. The patients outcome is stable.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. Device analysis: the console was returned for investigation but the failure mode was not reproduced and there was no evidence of any difficulty with de-airing from the console. There was no evidence in any logs of priming issues and the pump was not switched onto consoles. Despite the correct pump number on this complaint, manufacturer device report 1220648-2025-30057 aligns more closely with the complaint description. The air in purge alarm was properly captured and eventually mitigated with de-airing procedure. The complaint was about manufacturer device report 1220648-2025-30057.